Event description:
It was reported that (1) device was used during a laparoscopic pelvic floor reconstruction. It was reported by the rep that during the procedure, the surgeon used the sw120 suture assistant. While the instrument was in the pt's body, the reload unit separated into pieces. (3) pieces were collected out of the abdomen with no consequence to the pt. The instrument was reloaded and worked properly for the duration of the procedure.